Event description:
It was reported that the patient right atrial (ra) lead had under sensing of atrial arrhythmia and atrial intrinsic amplitude was out of range. Boston scientific technical services (ts) recommended a further review. This ra lead remains in service. No adverse patient effects were reported.